Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue of "suspected video cable disconnection" was reproduced. Device inspection found image disappears at angle, no image is displayed due to damage to the image pickup unit (image sensor cable ). In addition, chip on a-rubber (insertion tube) was observed. The curved rubber adhesive is missing. Evaluation findings confirmed the customer reported issue and found to be due to damage on image sensor cable. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "suspected video cable disconnection". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Upon further investigation, it was noted that there was a crack in the adhesive filling part of the image sensor which most likely caused the event. The cause of the crack and damage to the adhesive filling part of the image sensor was that the arrangement was temporarily displaced due to external stress, such as inserting and removing the insertion part at an angle from the trocar, from the state of the insertion part. It is also likely that disturbance and an unexpected load were added to the image sensor. Olympus will continue to monitor field performance for this device.